Manufacturer narrative:
Conclusion statement: the reported high impedance was confirmed. Microscopic inspection of the returned lead identified few broken wires in the lead body that corresponded to channel 1,4,5,6 and 8 would cause impedance issues that will results in ineffective therapy. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention was undertaken and the lead was explanted and replaced.